Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of peripheral neuropathy. It was reported that the battery was deemed dead and will be replaced. The error on the charger was never explained to the tech.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for peripheral neuropathy. It was reported that the implantable neurostimulator recharger (insr) was displaying an error message with the number 1858906 or 1858895 and it was reviewed that the insr lost its software. A family member of the patient reported that the implantable neurostimulator (ins) battery was dead, was in overdischarge (od) and a manufacturer representative (rep) tried to restart the ins because it did not resolve the issue. On every 60 minute attempt to restart the ins, the error message ¿1858906¿ was seen and no other messages or icons were seen on the recharger. Later, the rep stated that the insr was functioning normally when he met with the patient. On 2016-oct-18, a rep reported that the patient had not charged their ins for about one year, three attempts were made to restart the ins with the insr but were not successful. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted with the healthcare provider and patient, but no further information was received at this time. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.